Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one partial access catheter device has returned for evaluation. On the visual evaluation of the device, it appeared bloody and partial catheter only returned for evaluation. A circumferential rupture has noted, and inner guidewire exposed. At the distal end, the balloon bunched, marker bands are present and undamaged. No other anomalies noted, and no functional evaluation performed due to nature of the complaint. Therefore, the reported balloon rupture has confirmed as the device returned in partially ruptured condition and the investigation also confirmed for detachment of balloon as the returned device received as a partial segment. A definitive root cause for the alleged balloon rupture and balloon detachment could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2023), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure through upper arm, the pta balloon allegedly ruptured circumferentially at 15 atm. The procedure was completed by removing the balloon and the patient was sent for surgical repair. The patient's current status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during an angioplasty procedure through upper arm, the pta balloon allegedly ruptured circumferentially at 15 atm. The procedure was completed by removing the balloon and the patient was sent for surgical repair. The patient's current status was unknown.